Event description:
Pt reports a very bad eye infection and was treated with steroids and antibiotics. Follow up with the ecp has been made with no reply as of to date. This is being filed as unconfirmed eye infection.

Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device was provided which could indicate if the device caused or contributed of the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.